Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 229 reports that the actis neck trials have been coming apart during trial reductions. Forcing the surgeon to dislocate hip, drop the leg, reconnect the neck trial, and reduce the hip again. This has been an ongoing issue with our sets, and has added time to procedures. We have 3 sets in our hospital that need to be changed out. The device associated with this report was not returned. A design change was implemented on july 28, 2017 via co 103322555. The hole diameter and tolerance along with the pin diameter were changed for a more constrained fit to the broach. Review of the as400 found this lot was placed into stock in february of 2017, before the design change to the neck trial. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. No further action required. Complaints will be monitored under post market surveillance sep 419. Update- device received 8 jul 2019 a functional check with a mating broach confirmed the complaint. Trial does not stay on broach. The complaint sample consisted of (1) 201002650- actis high nk sz10/11/12, lot pg261666 based on the investigation, the need for additional corrective action is not indicated. Depuy engineering is aware that the issue still exists and is currently reviewing the design. Complaints will be monitored under sep 419 post market surveillance.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis neck trials have been coming apart during trial reductions. Forcing the surgeon to dislocate hip, drop the leg, reconnect the neck trial, and reduce the hip again. This has been an ongoing issue with our sets, and has added time to procedures. We have 3 sets in our hospital that need to be changed out.